Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: during the specimen removal the bag fell off the ring and ended up in the abdomen of the pt. The surgeon picked it up with a hand instrument. No further issue was noted.